Event description:
During service, the baxter service rep. Reported that failure code 810:11 was found in the event history. The hospital rep. Did not have information regarding whether there have been any reports of any pt injury or medical intervention.